Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged, as multiple cables could not be inserted into the charging port of the pump. There was no impact to the customer's blood glucose level.